Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. Fse checked for leaks in the diluent lines at the bottle, pump and the diluent sink, but was unable to repeat the complaint. Fse replaced the diluent pump as the most likely cause of the problem. Fse successfully validated the analyzer by running daily check and quality control (qc). The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were 3 similar complaints identified during the search period, including this complaint. The aia-360 operators manual under section 7-1: list of error messages states the following: [2012] air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a bad diluent pump.

Event description:
A customer reported error message "2012 air detected (diluent)¿ during patient run on the aia-360 analyzer. Technical support specialist (tss) verified proper reagent volume, checked cap and tubing placement, and verified no kinks in line. Tss had the customer prime diluent 3 times, error persisted on every attempt. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), estradiol (e2), progesterone (prog iii), and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.